Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since the night before the call. Customer reported having a blood glucose level of 448, 542, and 512 mg/dl. Blood glucose level at the time of the call was 525 mg/dl, which she treated with a manual injection. The customer reported vomiting shortly before the call. Troubleshooting that was completed did not show any malfunction of the insulin pump. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.